Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 67 mm in diameter abdominal aortic aneurysm. It was reported that, approximately two months post index procedure, the endurant ii stent graft bifurcate had a proximal type I endoleak. The physician elected to implant an endurant cuff at the level of the superior mesenteric artery and then implanted aptus endoanchors as a prophylactic. The proximal type I endoleak was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.